Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6 health effect impact code: f26. Component code: g03001. D8 was this device serviced by a third party? No. A review of tickets was performed for reagent lot number 33580un20. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect calcium reagent assay for lot 33580un20 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No additional patient information is available.

Event description:
The customer generated falsely depressed calcium results for one patient while using the architect c8000 processing module. The customer's normal range is 2.1 - 2.6 mmol/l. The following information was provided: sid (B)(6) 2021 initial result 0.68 mmol/l repeated 2.4 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
It was identified in supplemental report 3016438761-2021-00064-02 that supplemental report 3016438761-2021-00064-01 inadvertently used the incorrect component code; the code g03001 was inadvertently selected in 3016438761-2021-00064-01 (and subsequently entered into the component code field on 3016438761-2021-00064-02. The code g01003 is the correct code.